Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37746, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of stimulation. The patient stated that the loss of stimulation was sudden. They stopped feeling stimulation about a month ago in 2016. The patient programmer would not power on. This had also started about a month ago. Because the programmer would not power on, the patient could not check their device status with the patient programmer during troubleshooting. The patient had not tried to put in new batteries to the patient programmer. The patient did not have a managing health care professional (hcp) and requested a list.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.